Event description:
While performing lipoma re-excision, the dr was making a stabbing motion incision to place a penrose drain when the scalpel blade broke off in the pt's back. The blade was located on x-ray; however, the dr was unable to retrieve the blade after two attempts. The wound was closed with the scalpel blade remaining in the pt and the pt has been referred to a local surgeon to have the blade removed.